Event description:
Procedure type: colostomy take-down. According to the reporter: during the take down of a colostomy the ceea stapler misfired. The staples did not satisfactorily fire and the rings did not completely cut resulting in a big leak. As result of this an additional resection was done and the segment where the misfire had occurred was removed. Another purse string was applied and a new ceea stapler was inserted which successfully fired and the anastomosis was secured without a leak.